Manufacturer narrative:
The bf-1t180 flexible video scope with serial number (B)(4) was received for evaluation. Visual inspection of the received condition determined that approximately 90% of the bending section cover is missing. The missing portion was not returned for evaluation. 10% of the bending section cover was found intact, folded on the bending section of the scope. No signs of frayed wires or metal sticking out of the bending section or the bending section mesh. The biopsy channel was inspected with an olympus boroscope and no signs of foreign material/objects or missing parts were observed inside the channel. Due to the damage on the bending section cover, a leak test was unable to be performed. The distal end cover still intact on the scope. Based on device evaluation, the missing bending section cover and damage on the bending section cover is most likely attributed to mishandling. As a precautionary measure, the instruction manual states the following; ¿do not twist or bend the bending section with your hands¿. Additionally, the instructions for safe use manual indicate that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.

Event description:
It was reported that the scope bending rubber on the distal tip is broken, torn and ruptured. The metal is sticking out. There was no patient/user harm or injury reported due to the event.